Event description:
Procedure: lung resection. According to the reporter: on the second and third firings staples did not form properly. Although firings were done completely, tissue was not cut completely. Oozing occurred. Incision was extended 7 - 8 cm and tissue was resected and sutured manually. Both cartridges were fired in articulated position. Patient: under observation.

Manufacturer narrative:
Initial report sent to FDA on 04/21/2008.